Event description:
Reportedly, during an incoming inspection at the distributor, initialization could not be performed with the subject programming head.

Event description:
Reportedly, during an incoming inspection at the distributor, initialization could not be performed with the subject programming head.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190730 - file-2019-01462 - analysis_and_closure_report_resp-2019-01080.pdf].

Manufacturer narrative:
The reported issue was confirmed; it most probably resulted from an hardware issue, either at the level of the detector antenna or at the level of the cable.

Event description:
Reportedly, during an incoming inspection at the distributor, initialization could not be performed with the subject programming head.